Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down buttons were harder to press. The customer's blood glucose level was unknown at the time of the incident. The customer informed that the insulin pump had random no delivery errors, battery not always lasting 7 days, and slower to rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected, rewind anomaly and excessive no delivery alarm due to buttons not responding.